Event description:
It was reported that the patients implantable pulse generator pocket site had infection. Symptoms of swelling. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.